Manufacturer narrative:
Unit p-cap, reservoir locked properly in place. Unit received with cracked case (battery tube) and cracked battery tube threads. Unit received with blank display due to pushed down battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed but the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.